Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# j10871r48, implanted: (B)(6) 2001, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. The patients pump was reported to have stalled and it was noted that the patient knows how it feels when the pump stops (see manufacturing report #3007566237-2015-03398 for report of how patient felt). Additional information has been requested regarding the medication the patient was taking, medical history, date of stall, troubleshooting performed, cause of stall and actions taken but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported that they had experienced fever and chills with this event. The patient stated the event occurred 3 years before (B)(6) 2015. The pump was replaced on (B)(6) 2010. The pump contained bupivacaine, clonidine, and dilaudid at unknown concentrations and doses.